Event description:
Customer stuck self with a syringe containing product from level 2 or 3 of liquichek immunoassay plus. Customer reported incident to technical services. Incident was forwarded to regulatory affairs for follow-up.